Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle broke during surgical procedure during going through the tissue. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1) all needle pieces were retrieved during the procedure. 2) searching for the needle pieces did not caused any damage to patient¿s tissue. 3) I do not know current patient condition. I am not allowed to collect this data. 4) size of needles was 36 mm. 5) no part of needle retained in patient¿s body. 6) vcp519h (rhbbrtwo); vcp324h (rhbbhjwo). 7) since 1st january 2021 no such events were communicated to us. Photo analysis: according to the information received, the needle (vicryl) broke/cracked during the surgical procedure as it passed through the tissue. Upon visual inspection of the two images received, an open folder, and the two needles were observed with use, body fluids, marks, distorted at the original curvature and broken at the tip needle. Product code vcp324g, were observed. The image is not clear to determine the reported condition. No conclusion could be reached as to the cause of the reported complaint as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals is conducted through complaint trends as part of post-market surveillance. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Events reported via: 2210968-2022-02100.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/20/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Events reported via: 2210968-2022-02099 and 2210968-2022-02100.